Event description:
It is reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, when the wound needed to be sutured, the mobile nurse placed the suture on the operating table. The instrument nurse found that the connection between the needle and the suture was broken, and immediately took a photo for record keeping. The wound was sutured with a new suture and reported to the equipment department within 24 hours. This incident can easily cause confusion and disrupt the surgical process by causing the loss of consumables and parts used during the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the following information was requested but unavailable:did this issue contribute to any patient adverse event?when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify.